Manufacturer narrative:
The downloaded data returned an 0x6a. No damages or defects were found during investigation that would contribute to the observed alarm and or indicate a failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 38 mmol/l (684 mg/dl) while wearing the pod between 1 and 4 hours on the arm. At the hospital, the patient was placed on an intravenous (IV) treatment, gravol drops and electrolytes.